Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open. A technical support specialist had customer press on the lid while hitting retry and was able to open lid and retrieve item successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user received the code to issue the item; however, the cubie lid did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.